Manufacturer narrative:
Batch review performed on 20.sept.2021: lot 182912: (B)(4) items manufactured and released on 2-oct-2018. Expiration date: 2023-sept-24. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event. Additional devices involved in the event: gmk-sphere 02.12.0510crr tibial insert fixed sphere cr size 5/10 mm r (k181635) lot. 188616 lot 188616: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-feb-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Gmk-sphere 02.12.0026r femoral component sphere cemented size 6+ r (k140826) lot. 2001666 lot 2001666: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
About 2.5 months after the primary surgery the patient came in reporting pain. After getting a cell count, it was determined that the patient had an infection. When the patient was opened up, it was determined that the implants were loose, and the surgeon decided to remove all the implants and implant a low friction spacer. The surgery was completed successfully. Its not possible to determine if the infection and implant loosening are separate or linked events.